Manufacturer narrative:
(B)(4) - the sample was not available for evaluation as it had been discarded. Should additional information become available and/or upon the completion of baxter's investigation, a follow up medwatch report will be submitted.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots h10k17067, h11a24096, h11a01490 and h10l21067 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter spoke to the caregiver (cg) on (B)(6) 2011 regarding a related system error alarm occurring on (B)(6) 2011. The cg stated that no air was noted in the line the night of the event, but that the hp had since developed peritonitis. Baxter contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 for follow up who stated that on (B)(6) 2011 the cg brought peritoneal dialysis (pd) effluent into the clinic for analysis as the hp was too ill to come for a clinic appointment. The hp had onset of abdominal pain and vomiting that day with cloudy pd effluent. Intraperitoneal (ip) loading doses of vancomycin 2gm and fortaz 1gm were initiated on (B)(6) 2011, then with ip vancomycin 1gm every 5 days for 21days and ip fortaz 1gm daily for 3 days. At the time of this report, the pdrn stated that the hp had not yet recovered. The pd effluent was still cloudy and the hp was still exhibiting symptoms. The pdrn stated that the hp was due for scheduled clinic on (B)(6) 2011 when the hp and his treatment would be re-evaluated. The pdrn stated causality was not related to aseptic technique as the cg had been performing pd therapy for the hp for years and exhibited meticulous technique. The pdrn did not know if the baxter products were related.